Manufacturer narrative:
The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had image noise. There were no reports of patient harm.

Event description:
The customer reported to olympus, the camera head had image noise. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, h3, h4, h6. The device was returned to olympus for evaluation and the customer's allegation was confirmed which was due to contact corrosion. Additionally, other evaluation findings include the following: cable flooding, cracks on the side of the connector, and lens scratches. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): - if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. - do not strike or drop the device. Do not drop or bump the device. Water leakage may cause damage to the internal circuitry of the device. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.